Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's cervical lead was fractured and showed all high impedances. Patient's thoracic lead also had migrated. Surgical intervention was undertaken wherein the leads were explanted and replaced to address the issues. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.